Event description:
It was reported by the spouse that the patient died twenty minutes after the nurse checked on the patient in the nursing home. The spouse reported the patient had been having seizures all day prior to the death and wanted to know if the implantable pulse generator was pacing the heart. Information identified in the manufacture's database indicated the patient died approximately (B)(6) post implant of the system. The patient's last known cardiologist was contacted. The nurse at the clinic stated the last trans telephonic transmission received five months prior to the death showed 1% pacing of the atrium and 0% pacing of the ventricle. There were no high rate episodes noted. The clinic was contacted by a physician nine days prior to the death who wanted follow up of the device to stop. No further information was known. A cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.